Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection found battery had voltage breakdown. Battery replaced on warranty. Also found defective clip loose, repaired. Micro motor and foot control had no error. Complete check without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it has been reported that vdw gold/silver had mechanical issue; device did not transfer rotation to contra angle per complaint. No injury occurred.